Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the account has discarded the device. No device will be returned. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.